Manufacturer narrative:
Insulin pump received with normal operating current. Insulin pump failed self test. Insulin pump passed off no power test. No unexpected low battery alarm anomalies noted. Device received with no vibrate due to broken black wire at the vibrator motor. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had vibrate anomaly. The customer's blood glucose level was unknown. Troubleshooting was not performed. Insulin pump will not be returned for analysis.